Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal prolapse, pelvic pain, enterocele and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of vaginal vault suspension, anterior and posterior repair, enterocele repair and cystoscopy during mesh implantation.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and ams-monarch tm subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, and nocturia. It was reported that patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6) due to mesh exposure.